Event description:
Product complaint received by mail from fmc clinic. Event reported as "system separation" of venous line to catheter. Further info received from medcomp, as they were notified as the MFR of the catheter. Disconnection of pt luer of venous bloodline from venous limb of ash split catheter found 20 minutes into hemodialysis treatment. Estimated blood loss reported as >100cc. According to info received the pt remained stable with the blood loss and no medical intervention was required. The catheter was inspected by the nurses for any obvious defect or damage. As reported, since no abnormalities were seen, the catheter was left in and is in continued use without further incident. Rn, d.o.n. Provided further info with quality survey questionnaire. Blood loss reported more specifically as 400-500cc. Blood pressure stable at 154/75. Catheter was covered with pt's blanket. Complaint bloodline is available for eval. Lot number is not available. Blood flow rate 400ml/min and venous pressure pre incident was 160. The machine did not alarm. The event occurred 20 minutes into treatment.